Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the lot number is not available. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers received. Patient underwent a revision to address pain, limited range of motion and elevated metal ions.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 02/22/17 - medical records received. After review of the medical records for MDR reportability, right hip revised for aseptic loosening of the acetabular component. Revising surgeon noted "significant synovial fluid, which was clear" upon opening the capsule. Performed a complete synovectomy/excision of the alval lesion from anterior capsule. Noted that acetabular shell was "grossly unstable". Upon removing it easily, noted fibrous ingrowth and "no significant bone growth on the shell". Part/lot added for previous unknown stem. Alval added to complaint.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.